Event description:
It was reported that during an in-clinic follow-up, the left ventricular (lv) lead exhibited extra-cardiac stimulation. The lead was explanted and replaced. The patient was in stable condition.